Event description:
False advertising: ads say, "no more fingersticks." The information provided on the app says that blood testing is required for insulin dosing. The dexcom 7 is not accurate or reliable. Several "low glucose" alarms occurred during the past month when my blood sugar was regular. The sensor is supposed to last ten days, but it rarely does. At times, it had to be replaced because of failure after 24 to 72 hours. The only reason I continue to use the system is because my endocrinologist insists. He says he can better track my glucose level pattern. The television advertisement says, "no more fingersticks". This is not true.